Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 410 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptom such as urinary tract infection and throw up. Customer stated auto mode feature was active at the time of incident. Customer did not able to troubleshoot. The insulin pump will not be returned for analysis.